Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 30 days of use of the tracheostomy cannula, the cuff showed a hole. The patient was reintubated.